Event description:
Wife of home pt (hp) reports pt was connected to homechoice set during prime, contrary to instructions, when he rec'd a "reload set" alarm. Home patient's reports that she discontinued treatment at time of the alarm and set up all new supplies. Rn of home patient reports no injury or medical intervention as a result of incident.